Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) shut off with a fully charged autopulse li-ion battery was confirmed during archive data review but not confirmed during functional testing. Based on the archived data review, records showed occurrences of the autopulse platform shuts-off unexpectedly followed by a user advisory ua28 (clutch malfunction) and ua29 (brake malfunction) errors. These errors are usually a sign of a failing power distribution board (pdb) in which likely explain the device shutting off. Therefore, the probable root cause of the reporter power loss issue was due to a defective pdb. Upon visual inspection, unrelated to the reported complaint, zoll service personnel observed a cracked front enclosure. The observed physical damage appears to be the harsh impact caused by user mishandling, such as a drop. The damaged cover was replaced to address the observed physical damage. During archive data review, records showed occurrences on the autopulse platform shut-off unexpectedly noted around the reported event date, thus confirming the reported complaint. However, the reported complaint was not replicated during the evaluation of the returned platform. Also observed in the archive, user advisory ua28 (clutch malfunction) and a user advisory ua29 (loss of brake connectivity) error message occurred when the autopulse platform shut-off. As a precautionary measure, the power distribution board (pdb) was replaced, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the autopulse platform displayed a user advisory "(ua)17" (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"). The drive train was replaced to remedy the ua17 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During patient use, the autopulse platform (B)(4) shut off with a fully charged autopulse li-ion battery. Another fully charged battery was inserted in the autopulse platform but issue persisted. After the call, at the station, the customer placed another fully charged battery and the autopulse platform powered on and functions properly. Per customer, the autopulse li-ion batteries assured that they are working properly. No consequences or impact to the patient.